Manufacturer narrative:
This is one of a set of complaints that were all reported to syneron in the same general timeframe and described similar patient reactions; all of these cases also used the same system and handpiece (as identified by serial number). Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in april 2016) which the company concluded were reportable, syneron has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. The first reported serial number is that of the system, and the second reported serial number is of the applicator/handpiece used in this treatment. The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is single-use. A number of technical problems (screen distortion, inversion of colors, and handpiece damage / inability to fully connect to system) had previously been reported on 6/24/15; the system was serviced and repaired on 7/17/15. None of the identified issues were clinical- or safety-related, and none are believed to be connected to the reported patient event. Treatment logs were downloaded and analyzed and no issue was found. Temperature, impedance, power and energy levels were as expected, and the profound system passed all testing. Additional information was requested from the site regarding the patient's medical history, but has not been received. Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion. The identified risk is already addressed in the device risk analysis.

Event description:
Patient adverse reaction reported post-treatment with profound system at (B)(6). Treating physician was trained by syneron clinical trainer on 4/29/15. Female patient of unknown age, fitzpatrick skin type ii, was treated on the lower face and neck. The treatment area was shaved and cleaned pre-treatment, and test spots were performed. Treatment parameters used are unknown. During treatment, it was observed that the needle insertions were much more difficult than usual, and that the patient's skin was much "tougher" than usual; the doctor also commented that needle insertions were usually much easier. The doctor was asked to redeploy several times, especially when treating the area between the corner of the mouth and the mid-face section. However, the insertions were within the "acceptable range", meaning the needles could not be seen for more than half of the "observation window" between the cold plate and the distal end of the cartridge. Patient did not complain of pain, tingling, discomfort, or hot spots during the treatment. Patient reported "chicken skin" and itching shortly post-treatment, and a photo from 2 months post-treatment shows skin pitting on the treated area. Overall, the severity of patient's injury was reported as "moderate". Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion.